Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leak. The customer¿s blood glucose level was unknown. Customer stated that the location of the leak was both o rings. Customer states the leak was past second o-ring. Customer stated that there was not an air bubble in the reservoir. Troubleshooting was performed for leak. The reservoir will be returned for analysis.